Event description:
Initial reporter indicated that the handheld "was not functioning properly". It was reported that the handheld would not "boot up properly". The handheld was returned to manufacturer for analysis. Product analysis identified the cause of the complaint was associated with loose and missing case screws that secure the back of the case to the pcb. This anomaly caused the device to intermittently loose power and shut down. The analysis could not determine a cause for how the screws became loose based on the returned handheld. After the missing screw was replaced and the remaining case screws were tightened, no other anomalies on the device performance were noted.